Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient lost effective coverage due to lead migration. X-ray confirmed lead has migrated. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was repositioned to address the issue.